Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device - incorrect sheath removal. Evaluation summary: (B)(4). The device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The stent damage and dislodgement were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. It was reported the protective sheath was pinched during removal, thus resulting in the stent damage and dislodgement. The xience alpine everolimus eluting coronary stent system instructions for use states: remove the product mandrel and protective stent sheath by grasping the catheter just proximal to the stent (at the proximal balloon bond site) and with the other hand, grasp the stent protector and gently removal distally. The investigation determined the reported difficulties appear to be related to the use error.

Event description:
It was reported that during removal of the protective sheath and the mandrel from the 2.75 x 33 mm xience alpine, the protective sheath was accidentally pinched too hard and the stent implant was observed stretched and dislodged from the balloon; therefore, it was not used in the patient and another xience alpine was successfully used to complete the procedure. There was no reported clinically significant delay in the procedure. There was no patient involvement. No additional information was provided.